Event description:
A fire squad rec'd a cardiac arrest call. When they arrived the pt was asystolic. They applied the r2 pads and tried to connect them, but couldn't. The ambulance then arrived and tried to pace. However, the pt was not revived. The medical workers said that the death was not related to the pads, as the pt was dead on arrival. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.